Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with severe bradycardia. Upon device interrogation, the right ventricular (rv) lead was found to have a fracture and exhibited high and undefined bipolar impedance, intermittent high thresholds and no capture. The rv lead and right atrial (ra) lead were capped and a new system was implanted on the patient's right side due to an occluded subclavian vein on their left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an infection and fever. Blood cultures confirmed gram positive cocci. Patient was treated with intravenous antibiotics. Vegetation was observed on the previously capped right ventricular (rv) lead, so the implantable pulse generator (ipg) system was explanted along with the previously capped leads. Six days later, a leadless implantable pulse generator (ipg) was implanted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.